Event description:
Boston scientific (bsc) crm received info that the local rep reported that this pt was hospitalized and required external defibrillation and that this pt had experienced multiple episodes that had been detected in the programmer monitor only zone. Several episodes had rates that were fast enough to be detected in the programmed ventricular tachycardia (vt) zone and were treated with antitachycardia pacing (atp) and maximum shocks. The last episode was again detected in the monitor only zone. After approx one minute, the rhythm degraded into ventricular fibrillation (vf). The device exhausted therapy and failed to convert the arrhythmia. The arrhythmia was terminated with delivery of an external shock. The device was reprogrammed and the pt's medication was adjusted. Subsequently, bsc crm received info that this device was explanted and returned to bsc's post market qa lab. A replacement device was implanted and the physician elected to implant add'l defibrillation leads due to high defibrillation thresholds. During the explant procedure, the device was removed with forceps and the physician expressed concerns about the device's set screws and possible issues with the device's header.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.